Event description:
It was reported the pt is experiencing discomfort at his scs ipg pocket site. Subsequently, surgical intervention will be taken at a later date to address the issue. Follow-up identified the pt was ill at the time of the scheduled intervention. Subsequently, the procedure was canceled.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.